Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified; however, the alleged battery and cartridge issues could not be verified.

Event description:
It was reported that the pump battery had issues charging, unidentified cartridge issues occurred and a malfunction alarm (alarm 3) occurred. Customer's blood glucose was 174 mg/dl. Customer reverted to using lantus for insulin therapy.